Manufacturer narrative:
Initial reporter phone: (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customers' indicated failure mode for (B)(4) with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customers indicated failure mode for (B)(4) was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported by the physician when collecting blood to the "banana tube" and sending it to the laboratory afterwards the bd vacutainer® lithium heparin tube was placed into the analyzer automan, when the probe work to detect the wall of the tube stopped working. Found during use. No reports of serious injury or medical intervention noted.